Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that after being in place for short period time, the device fell out of the patient. The nurse reported that the device had a hole in the cuff. Additional information and a picture depicting the complaint issue was received on (B)(6) 2015 informing that "a small pin hole on the underside of the balloon, just 1mm over the blue material". It was further reported that it "leaks when filled, impossible to see unless filled with water and applying pressure." The cuff then deflates. The device was replaced with a new device.

Manufacturer narrative:
Additional information: third party reviewed the routers for lot # 15vm559374 and it was confirmed that established manufacturing and inspection processes were followed including the 100% inflation test during which the balloon was inflated with 60 ml of air through the inflation port and monitored for 10 minutes before deflating the balloon by removing all of the air. It was noted that lot # 15vm559374 was manufactured using balloons in which the wall thickness was oversized. Convatec determined through an impact assessment that the oversized wall thickness had no adverse effect on the collapsed balloon diameter and the use of the balloons was approved prior to manufacture. Based on third party's knowledge of the product it concluded that an extremely small gap may not have been easily identified even after having been inflated with air for 10 minutes. During the balloon inflation test a 100% check on all glue joints was also performed. The retained samples were also reviewed by the team and confirmed that they met the product quality specifications. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) related to the complaint were found. There is not enough information to conclude the product did not meet specification and perform as intended. No sample was returned so we were unable to determine if the product had a manufacturing defect or was a result of user error. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 17, 2015. (B)(4).